Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ pelvic/abdominal') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain ¿ pelvic/abdominal"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst (full), salping (bilateral), other). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, fatigue, migraine, headache, weight increased and tooth disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, fatigue, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date in the previous summons and current pfs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified) results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury nos¿ is updated to "pain ¿ pelvic¿. New events added: pain: abdominal, gen. Abnorm. Bleed, allergy ¿ nickel, fatigue, migraine, headaches, weight gains and dental probs". Reporter contact information was added. Patient's demographics were added, essure removal date added. Product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ pelvic/abdominal') and genital haemorrhage ('gen. Abnormal. Bleed') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, anemia, aneurysm, carotid artery aneurysm, menses irregular with excessive bleeding, anogenital warts, obesity, nausea, left lower quadrant pain, dysuria, paratubal cyst, cervicitis, nabothian cyst, adenomyosis and umbilical hernia repair. Concomitant products included ethinylestradiol;levonorgestrel (lutera), ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo provera), metronidazole (flagyl) and naproxen sodium (anaprox). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal haemorrhage") and menorrhagia ("menorrhagia"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain ¿ pelvic/abdominal"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), migraine ("migraine/ headache"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst (full), salping (bilateral), other). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, fatigue, migraine, headache, weight increased, tooth disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date in the previous summons and current pfs. (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pathology test - on (B)(6) 2017: diagnosis 1. Fallopian tube, left, salpingectomy: - benign fallopian tube with para tubal cysts/ walt hard rests. - essure wire. 2. Uterus, cervix and right fallopian tube, hysterectomy and right salpingectomy: uterine cervix: - chronic and acute cervicitis - nabothian cysts. Uterine corpus: - adenomyosis. - benign endometrium with stromal condensation. Fallopian tube, right - benign fallopian tube with para tubal cystslwalthard rests. - essure wire. Clinical information pre-op diagnosis: pelvic pain , bleeding procedure: exam under anesthesia, laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy post-op diagnosis: pelvic pain, bleeding clinical history: pelvic pain, bleeding. Specimen submitted 1. Left fallopian tube 2. Cervix, uterus, right fallopian tube. Ultrasound scan vagina - in 2015: essure confirmation test(s) (unspecified) results: bilateral occlusion. Concluded that essure was in the right position; in 2015: concluded that essure was in the right position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, anemia, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Essure start date and stop date updated. Other relevant history and lab data updated. Events: vaginal haemorrhage, menorrhagia newly added. On (B)(6) 2019: medical records received. Reporter information updated. Product information details updated. Other relevant history and lab data updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.